Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that the drill bit for distal locking did not pass through the cannulation of the nail instead it struck the nail. The surgeon had to remove the aiming arm and perform freehand locking. There were no reports of a surgical delay or patient harm. This report is 5 of 6 for complaint (B)(4).

Manufacturer narrative:
Additional narrative: no non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
There was a fifteen minute delay in the procedure. The instruments were inspected by synthes on site directly after the event and tested on a demo nail. All instruments seemed to function correctly. It was confirmed that the correct option on the aiming arm was chosen (i.e.240mm nail option) and that all connection screws were fastened.